Event description:
Customer reported that the battery life was fluctuating on the insulin pump. Customer also mentioned that she was receiving a beeping and did not know what it was. Self test and vibrate tests were performed and passed. Customer's blood glucose reading at the time of the call was 173 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.